Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for one pt. The initial accu tni result of 0.98 ng/ml was reported out of the lab. A 2nd sample from this pt gave a result of "<0.03 ng/ml" when it was tested for accu tni. The customer then re-tested the original sample twice and accu tni results were 2.93 ng/ml and 3.17 ng/ml respectively. The customer is not aware of changes to pt treatment but did state that pt was scheduled for catheterization lab which was cancelled after the 2nd sample result.

Manufacturer narrative:
The specimens were collected in bd lithium heparin plasma tubes and were centrifuged at 3,700 rpm for 10 minutes at room temperature. Per customer, the samples contained no visual fibrin or hemolysis. Qc was within specifications prior to and after the event. A system check completed in 2008 failed. Although the customer maintenance log indicates another system check would have been completed five days later, as part of weekly maintenance, data provided indicates the next system check was completed eight days later, which passed within specifications. Per the event log, no errors occurred at the time of the event. A field service engineer (fse) was dispatched the same day. The fse observed several problems with the substrate portion of the system check. Per fse, the substrate portion of the system check failed the cv specifications for the previous 5-6 runs of the system check. The fse observed the substrate probe tip visually appeared long. The fse completed a preventive maintenance (pm) to the instrument which was due. The fse replaced the substrate probe. The fse conducted a diagnostic testing with good results. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause for this even has not been determined. A malfunction will be assumed for the purpose of this report.